Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings:the battery cap was not returned with the pump for testing; a test battery cap was inserted for testing. The pump battery compartment was found to be cracked in the threads and below the grip pad. The cap successfully attached to the pump and the pump powered on. The pump was opened and no moisture or loose components were observed inside the pump. Unrelated to the battery compartment issue, the pump display screen was noted to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging damage to the battery compartment. The reporter confirmed that there was no noted power loss related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.